Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (mechanical damage/rough handling) or thin sac or contact with sharp object. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle."

Event description:
It was reported that the patient said the catheters were leaking and she was wet when she woke up. She believed the balloon was leaking.